Manufacturer narrative:
Results: x-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of the generator. Conclusions: device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated patient presented at normal office visit with "abdominal" lead impedance on diagnostic testing. X-rays reviewed by manufacturer, "revealed the lead pin was not fully inserted." This is the most likely cause of the reported lead impedance.